Event description:
The system 7 single trigger rotary handpiece was returned to stryker instruments for service, and during failure analysis it was noted that the device had run on when the trigger was released and the handpiece was overheating. There was no patient involvement and no adverse consequences associated with the device.